Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
While inserting the chest tube in a perpendicular direction into the 4th intercostal rib space glancing slightly off the superior border of the rib. The wire passed through the needle with slight amount of friction. The user attempted to pull the needle back over the wire. However the needle did not pass. The user withdrew the entire device enact (wire + needle) from the patient. The user then had to choose an alternate entry point "double-stick". The new chest tube went in without further complication.